Event description:
It was reported that the patient had power cable disconnect alarms and low voltage alarms at night from (B)(6) 2024. The cause of the power cable disconnect alarms was not identified. The alarms were not seen in the event log files. The system controller was temporarily switched to the backup system controller. The battery clips were switched temporarily, and the batteries were exchanged. The alarms reoccurred at night from (B)(6)2024. The system controller software was updated to the latest version on (B)(6) 2024. Both system controllers were exchanged on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of power cable disconnect and low external power hazard alarms were unable to be confirmed in evaluation of the returned heartmate 3 system controller, serial number hsc-005026 or the available log files. The submitted and downloaded log files did not capture any notable events on 25jun2024, and no data was captured for the reported event dates of 20jun2024, 21jun2024, and 26jun2024. It was noted that data from the submitted controller event log file displayed the controller periodic events captured despite having different raw log file contents. The system controller underwent preliminary and functional testing and was able to operate a pump with no alarms active. The reported atypical power cable disconnect alarms were unable to be reproduced during testing. The provided information indicated both the primary and backup system controllers were exchanged on (B)(6) 2024. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2015. The heartmate 3 instructions for use was available for use at the time of the event. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and troubleshoot power cable disconnect and low voltage alarms. This section also warns against twisting or sharply bending the power cables to avoid damaging them. The heartmate 3 instructions for use, section 8, entitled ¿equipment storage and care¿, covers maintenance, care, and use for the power cables. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.